Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that portions of the touchscreen have become unresponsive. In addition, it was reported that the customer received an occlusion alarm during bolus delivery. Customer changed out supplies prior to calling into tandem technical support, therefore, troubleshooting was unable to be performed. Customer had elevated blood glucose levels (+500 mg/dl). Customer blood glucose level was stabilized with manual injections.